Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the bag on the supply line became disconnected during therapy. The technical service representative assisted the caregiver in ending therapy and power cycling the machine. The technical service representative advised the caregiver to start therapy over with new supplies. There was no patient injury or medical intervention reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no issues detected during the manufacturing processes associated with the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Upon conclusion of the investigation, it was determined from the event description that the cause of the alarm was disconnection of the bag on the supply line. Should additional relevant information become available, a supplemental report will be submitted.